Manufacturer narrative:
(B)(4) - there was no patient involved.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a malfunction of "several times the air in line alarm" was confirmed in the sample evaluation. The cause of the problem was air sensor out of calibration. Service recalibrated the air sensor to fix the problem.

Event description:
The customer reported a flogard pump presented "several times the air in line alarm". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.